Manufacturer narrative:
H3: product analysis as found condition: the rebar 18 catheter and the solitaire fr 4-20 stent device were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the rebar 18 catheter tip and marker were examined, and no damages were noted. The catheter body was kinked at 76.0cm from the distal tip. No flashes or voids were noted on the catheter hub, and no other anomalies were found. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.021-inch mandrel through the hub without issues. Resistance was observed along the damaged location. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint was confirmed, as the returned rebar 18 catheter was damaged (kinked). However, the cause of the resistance failure could not be determined. Possible causes include moderate vessel tortuosity, incompatible or damaged devices, a too-low flush rate, or a lack of continuous flush with heparinized saline during delivery. In this event, the solitaire fr 4-20 stent device was compatible with the rebar 18 catheter, ruling out incompatibility as a potential cause. Therefore, moderate vessel tortuosity, damaged devices, a too-low flush rate, or a lack of continuous flush with heparinized saline during delivery could have contributed to the resistance failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent encountered resistance and kinked. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). In an emergency intracranial artery thrombectomy, after normal exhaust and hydration, the rebar-18 microcatheter was pushed in, and the stent entered the brain smoothly during the pushing process. However, when the stent was pushed to the ophthalmic artery segment, there was a clear sense of obstruction to push. After the stent and microcatheter were removed, it was found that the removed stent and microcatheter were both kinked. Due to the urgent surgical time, it was replaced with the same model product to use. The surgery was successfully completed without causing adverse effects on the patient. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the lesion characteristics were middle cerebral artery (mca) occlusion. Vessel tortuosity was moderate. The cause of the resistance/kink was unknown.